Manufacturer narrative:
(B)(6). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify the event with respect to the staple formation? Were there staples missing from the staple line? No. Was the staple line interrupted; staples not present/visible on any portion of the staple line? No. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? B-formation. Were there any issues noted with staple formation or was the issue caused by patient factors (tissue quality)? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a gastrectomy procedure, at stapling the second time (gold cartridge), the stapling and cutting cycle is complete but the reopening of the jaws is incomplete. The end of the head seems bent or arched. The release button is fully depressed. No discomfort at the opening. Tissue was damaged along the staples at the withdrawal of the clamp as it was incomplete opening. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # n53x9j. The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.